Manufacturer narrative:
B.3 revised date of event as it was entered incorrectly on the initial report that was submitted. G.3 date should of reflected 9/28/25 on the initial report that was submitted. H.6 added code b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was received for evaluation. Paroxysmal atrial fibrillation: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient was put on lasix for pulmonary edema. Echo done pending results. Continue impella and vasopressor support. The patient went into atrial fibrillation rapid ventricular response requiring amiodarone bolus. Later the pump was explanted and the patient survived.